Event description:
The pt is status post right hip arthroplasty in 1999. The pt has had complaints of right thigh pain, with ambulation and weight bearing and decrease in activities of daily living. They were admitted for a revision right hip arthroplasty. During the procedure the surgeon discovered the stem was loose and all components were removed and replaced.